Event description:
An implant card was received which reported that the patient underwent a generator and lead replacement surgery due to high impedance. No products have been received by the manufacturer to date. No additional or relevant information has been received to date.